Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25mm x 20mm promus premier¿ stent was advanced to the lesion however the stent was not deployed. The device was pulled back to repositioning however the stent came off the delivery system balloon. The dislodged stent was unable to be retrieved and stayed in the lad. The target lesion was treated with the implant of another stent. No further patient complications were reported. The patient tolerated the procedure well and was discharged the following morning.